Manufacturer narrative:
The reported event was patient deceased. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
Related manufacturer reference number:2017865-2023-52329. Related manufacturer reference number:2017865-2023-52330. Related manufacturer reference number:2017865-2023-52331. It was reported that the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device.